Manufacturer narrative:
Concomitant medical products: product ID 7428, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3550-09, lot# n218893, implanted: (B)(6) 2009, product type: accessory; product ID 3391s-40, lot# v159369, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3550-09, lot# n218893, implanted: (B)(6) 2009, product type: accessory; product ID 3391s-40, lot# v159369, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7428, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7428, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3550-09, lot# n218893, implanted: (B)(6) 2009, product type: accessory. Product ID: 3391s-40, lot# v159369, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3550-09, lot# n218893, implanted: (B)(6) 2009, product type: accessory. Product ID: 3391s-40, lot# v159369, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Additional information received reported the cause of the event was unknown. It was noted that the patient had run away "into the wild" in october prior to the date of this report and had not been located or heard from.

Event description:
It was reported that the patient's sister had received a 7-page letter from the patient one week prior to the report, which was described as "not rational... Doesn't make sense," and disorganized - in the letter, he wrote that he was "spiraling into pain," and wanted to "go away and live completely in nature and out of contact with the rest of humanity for the rest of my life." It was stated he expressed suicidal intent, with unclear imminence. The patient "was on disability" and had written that he had stopped using his deep brain stimulation (dbs) implant, and "gone off all his meds." His medications included: abilify (aripiprazole) 5 mg (10 mg tablet take 0.5) po qd x 28 days; no change , comments: sample provided to pt today klonopin (clonazepam) 1 mg (1 mg tablet take 1) po qhs prn insomnia, dea at 9729433-3430 x 30 days; no change , comments: 1 mg lamotrigine 200 mg (200 mg tablet take 1) po qd x 60 days; no change nifedipine (immediate release) 10 mg (10 mg capsule take 1) po as directed prn signs and symptoms of hypertensive crisis, take 1 tablet (10 mg) prn signs and symptoms of hypertensive crisis x 5 days; no change parnate (tranylcypromine) 10 mg tablet as directed , take 3 tablets by mouth twice a day. (Sig. 30mg po bid) x 30 days; no change pramipexole 0.25 mg (0.25 mg tablet take 1) po tid; no change tamsulosin 0.8 mg (0.4 mg cap ER 24h take 2) po qd; no change it was also reported that the police had been unsuccessfully searching for the patient. It was also noted that, even though she has been treating him for the past year, patient's psychiatrist had not foreseen his disappearance and also did not know where he might have gone. It was reported that the patient had run away - supposedly into the wild- and couldn't be tracked down, at least not yet. It was stated that, based on this information, it seemed unlikely that the 11/19/2013 surgery would still be happening. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.